Manufacturer narrative:
The product is intended to be installed by the user. The product manual warns that a qualified professional, such as a building contractor or maintenance person, must securely install this product to the wall.

Event description:
It was reported that the support station, a toileting transfer device, fell off the wall while in use.